Manufacturer narrative:
(B)(4). Batch # r5779d. Investigation summary ==> the analysis found that one ec60a device was returned with no apparent damage with a gst60d cartridge loaded in the device. The cartridge was received fully fired. Additionally, another ecr60b reload was received with the right side fully fired, left side two outer rows fully fired and the inner row partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the gun was fired three times and staples fired correctly. On fourth time surgeon was unable to fire the gun. The gun was replaced with a new one and this was fine. I have examined the gun. The reload did not appear to be sitting correctly at the apex of the jaw/hadn¿t been clicked in. As I was not in the operation I do not know whether this is what caused the problem. However I reloaded it with a new reload and the gun appears to fire fine however the reload that the surgeon used on inspection appeared to be bent. Surgery extended by 10 minutes.